Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was an radiofrequency ablation (rsa) performed on (B)(6) 2026. The humerus trial was attached to the humerus implant driver, and the humerus implant drier came off after the product was installed on humerus. The tip of humerus implant driver was disassembled into pieces. The metal part of contact surface that gripes the trial unit came off. When the implant was inserted, the disassembled tip part of driver was assembled, and it was attached carefully and inserted. The tip part was disassembled when the driver was removed. It was confirmed that there was no part remaining in the body by the inter-operation image and post operation x-ray. The surgery was completed with no issues using another new one. There was 40 minutes surgical delay and no harm to the patient. No further information is available.